Event description:
New sensor libre 3 plus was installed prior to going on a cruise ship for the week. My sensor alarm would go off in the middle of the night with an all-time low of 37 causing my family to rush to wake me and find sugar. I was unable to administer my insulin. It is reported that there were false readings. I became very ill on that trip fever, cough, headache, and continue to have a runny nose and tiredness even after taking all of prescribed amoxicillin. Test range was in the 60's with one high day of 161 causing me to administer 20 units of insulin. Pt codes: 1849, 1880, 4457. Device code: 2460. Reference reports: mw5181505, mw5181506, mw5181507, mw5181509.